Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10b01028, h10e04033, h10f15052, h10g26065, and h10j18075 with no defects noted. The cause of the peritonitis was determined to be use error- poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 5 involved in this peritonitis event.

Event description:
This is a report by a nurse in the USA of patient made mistake / touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported the following. On an unknown date, the patient made a mistake / touch contamination and experienced peritonitis on (B)(6) 2011. On (B)(6) 2011, the patient was hospitalized. The treatment was not reported. The outcome of the patient event was not reported. The nurse reported the patient was recovering from the event of peritonitis. On (B)(6) 2011, the patient was discharged. Dianeal therapy was ongoing. Concomitant medications were not reported. The causality for the event of patient made mistake / touch was not reported. The nurse reported that the peritonitis event was unrelated to dianeal therapy.